Event description:
On (B)(6) 2026, a patient received a bipolar hip replacement. Postoperatively in april, the joint dislocated and was manually reduced. On (B)(6) 2026, the joint dislocated again. A revision is planned. This report is being submitted out of an abundance of caution because a proposed intervention was mentioned even though it has not yet occurred.